Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0p582, implanted: (B)(6) 2015, product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The therapy wasn't working and the patient had a return of symptoms. The patient was going to the bathroom more since (B)(6) 2015. The patient didn't feel stimulation and therapy was not on. The patient used the patient programmer to check the therapy setting and it was set on program 3 at 0.9v and was off. The patient turned the therapy on and the situation was resolved. The patient increased from 0.9v to 2.5v. The patient had a difficult time locating the implant on their body. The patient was using the patient programmer on the day the symptoms returned and that could be when the therapy was turned off, but the patient was not sure. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.